Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. Deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the free-engage knob has a chip, due to wear of angle wire; bending angle in up direction does not meet the standard value, due to wear of angle wire; the play of upward/downward angulation control knob is out of the standard value, due to wear of forceps elevator lever; upward/downward angulation control knob cannot be locked securely, adhesive on the bending section cover has a chip, adhesive on the bending section cover has white-clouded area, control unit has corrosion due to water leakage, adhesives around objective lens has white-clouded area, adhesive around the light guide (lg) lens is peeled, adhesives around lg lens has white-clouded area, plastic distal end cover/probe cover has a scratch, connecting tube has a scratch, and the image guide protector has a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope control section has a scratch/crack/chip/discoloration/unclear markings/ deformation/corrosion. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.